Event description:
Ems personnel were attending to a patient, conditon unknown. Allegedly while using the device in the advisory mode, the unit intermittently displayed paddle leads off messages. Because the leads off message was intermittent, treatment was able to be continued with only slight delay. There were no adverse effects to the patient was result of the alleged malfunction.